Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise that was over-sensed by the device and led to inappropriate automatic mode switch. No intervention was performed. There were no patient consequences.